Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r-waves, high pacing thresholds, and varying impedance measurements. During a general change-out procedure, additional surgical intervention was performed to explant the rv lead. During an attempt to remove the rv lead, the helix would not retract properly making it difficult to remove from the patient's body. The physician believed the rv lead was fractured. The lead was removed successfully and disposed of at the hospital no additional adverse patient effects were reported.